Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose was 500 mg/dl at time of incident. The customer treated with syringe. The customer's current blood glucose was 419 mg/dl. The customer had symptoms such as nausea and vomiting. The customer also had low reading of 66 mg/dl. The customer treated with orange juice, pie and ice cream. The customer mentioned drive support cap to appear normal. The insulin pump was not returned for analysis.